Event description:
It was reported that patient was diagnosed with congenital pars defect. The patient underwent a posterior spinal fusion using rhbmp-2/ acs at s1- l5. Post-op,patient experienced more pain and could no longer bend her back. Patient also underwent follow up with the doctor and began physical therapy. In late 2011, patient received steroid injections for her severe pain, which had greatly exacerbated, and a new leg pain she began experiencing. In (B)(6) 2012, patient underwent second posterior thoracic spinal fusion using rhbmp-2/ acs. Post this surgery, patient experienced pain and numbness. Patient experienced constant and severe back pain and stiffness with leg pain.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. (B)(4).